Event description:
Caller states that during a correlation study, the following coaguchek/lab values were obtained: patient 1: 3.0 inr/2.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return.

Event description:
Caller states that during a correlation study the following coaguchek/lab values were obtained: pt 2: 4.7 inr/3.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return.